Event description:
It was reported the operating room nurse tested the endotracheal tube and found the green connector could not be pulled off of the endotracheal tube. No pt harm was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A complaint sample was not returned for evaluation. A review of the batch record for this particular lot does not reveal any defect detected during the connector assembly process. The inspection report for the endotracheal tube (ett) connector showed no dimensional failure and the dimension of the connector was found to be within specification when measured during incoming inspection of the raw materials. A review of primary extrusion batches of the etts used in this lot of product did not reveal any sign of tube dimension failure as the tubes were found to be within established specification. Finally, a review of the complaint trend within the years of 2009 to 2014, found no negative trend relating to the reported connector issue.